Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2023, the patient experienced a hypoglycemic event. No specific readings were reported from the event, but the patient was using a closed loop pump during the event and due to inaccurate high cgm readings, too much insulin was given, and the patient lost consciousness. The patient was given orange juice by her husband but as this did not help, an ambulance was called. The patient was brought to the hospital where they received intravenous glucose treatment. The patient was hospitalized and was discharged at an unknown time the day after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
D4: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, a correction or additional information is required.